Manufacturer narrative:
Concomitant medical products: product ID: 977a260, lot# unk, explanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) in a clinical study (sdy). It was reported that the clinical diagnosis was erosion.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, lot# unknown, explanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient in a clinical study (sdy) who was implanted with a neurostimulator for spinal pain. It was reported that the wire was occasionally sticking out and became sensitive to touch. A physical examination found there was lead migration/dislodgement at the lower back; the site of the wire insertion and loops of the wire. This was resolved without sequelae on (B)(6) 2018 when the lead was explanted and replaced. No further complications were reported or anticipated.